Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they had an insulin pump alarm. The customer's blood glucose levels were unknown at the time of the incident. Customer states the insulin pump alarm happened frequently. Troubleshooting was not provided. No alarms were cleared. The insulin pump is not returning for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing. (B)(4).